Event description:
Event description cpi received information that this implantable pulse generator (ipg) couldn't be interrogated after implant. Interrogation was attempted with several different programmers and wands, with no success. The pocket was opened and when the ipg was removed from the pocket, telemetry was established.